Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant additional information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a starclose se device via a 6f sheath after percutaneous transluminal angioplasty. Reportedly, splitting the starclose se sheath was very difficult but was completed. The starclose se clip did not deploy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4) - patient selection- clip deployed in area of calcified plaque. Corrections: device status changed from not returning to returned; (B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to deploy the thumb advancer and failure to deploy the clip were confirmed based on the returned device condition. Additionally a portion of the broken vessel locator wing was detached and not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Femoral angiogram results noted moderate calcification was present at the access site. It should be noted that the starclose instructions for use states: do not deploy the clip in areas of calcified plaque. The reported failure to difficulty deploying the thumb advancer and failure to deploy the clip was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.